Event description:
It was reported that during a ptca procedure, the tip of the balloon catheter broke off upon insertion onto the guide wire. Reportedly, there was no patient involvement with this device.